Event description:
A patient had been hospitalized in 2006 for 2 weeks dut to hyperglycaemia. The patient reported that she was admitted with a blood glucose of 1500mg/dl and was in a coma. The reporter stated that in 2006 the last reading the suspect device gave was 135mg/dl. The reporter stated after the hospitalization she tested with control solution and value was in range. However, during a check the device gave a reading of 456mg/dl, which she compared to her fathers meter which read 50mg/dl. The device will be returned for evaluation.